Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the manufacturer on (B)(6) 2016, the patient's (B)(6) lead did not provide effective stimulation after the patient experienced a fall in (B)(6) 2016. In turn, surgical intervention was undertaken to explant and replace the lead. Note. Sjm was not notified of the patient's explant procedure that occurred on (B)(6) 2016.